Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported the patient had a pump exchange due to infection.

Manufacturer narrative:
Device evaluation: a direct correlation between (B)(4) and the reported infection could not be conclusively determined. The evaluation of (B)(4) did not reveal a device related issue. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The heartmate ii lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU, as well as the heartmate ii lvas patient handbook, provide information regarding how to prevent infection. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.

Event description:
Additional information was received on 18apr2019 stated that the patient was admitted (B)(6) 2019. The infection was stated to be device related. The types of infections were fusobacterium, actinomyces odontolyticus, neisseria species, haemophilus parainfluenzae, eikenella corrodens, and streptococcus viridans group. The patient was on chronic antibiotics from previous vad center and the current center had added another antibiotic due to new findings previous to this admission/event. No further signs of infection were found post pump exchange. The patient was stated to be in good condition at home.